Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received insulin flow blocked alarm. The customer's spouse stated that they had high blood glucose over 400 mg/dl at the time of incident. The customer's spouse reported that they were unable to resolve insulin flow blocked alarm ever after multiple infusion set and reservoir changes. The insulin pump will not be returned for analysis.